Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was at end of life (eol) level upon receipt. Analysis of the device image indicated the device operated at high in pacing output settings during implant period due to auto capture being enabled. When automatic settings are programmed, such as autocapture and rate responsive feature, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the device exhibited a premature discharge of battery and the device was explanted and replaced. The patient was stable.